Manufacturer narrative:
Report source. Article titled "kyphoplasty for chronic painful osteoporotic vertebral compression fractures via unipedicular versus bipedicular approachment: a comparative study in early stage", by chunmao chen, liang chen, yong gu, yun xu, yong liu, xiaoliang bai, xuesong zhu, huilin yang. Device not returned, internal review of literature.

Event description:
In an article titled "kyphoplasty for chronic painful osteoporotic vertebral compression fractures via unipedicular versus bipedicular approachment: a comparative study in early stage", the following events were noted: two cases of pmma leakage within the spinal canal in group 1 not causing any neurological deficit. No further information was provided. Note: this article originated from (B)(6), however, kyphoplasty products are not distributed in (B)(6). (B)(6)